Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side has been "leaking." Device remains implanted.

Event description:
Patient reported left side "leak." Healthcare professional later reported no complaint against the device. Patient additionally reported "deflation." Device remains implanted.

Event description:
Deflation was confirmed to not have occurred.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.